Event description:
Per the clinic, the patient experienced facial nerve stimulation that could not be resolved. The device was explanted on (B)(6) 2015; during the same surgery a new device was implanted.

Manufacturer narrative:
This report is filed november 5, 2015.